Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the control panel was unresponsive and the only button that worked was the air button during set up involving an olympus xenon light source. There was no patient harm reported.